Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. The customer stated that he had received 10 no delivery alarms. Blood glucose value was 216 mg/dl. The customer disconnected at the quick release and was able to prime. He was advised the site may be occluded; he removed the set and confirmed the cannula was not bent and his skin was red and raised. During troubleshooting, the customer reported that the reservoir leaked into the reservoir compartment. He dried the reservoir compartment and reported that the o-ring inside the reservoir lip was missing. The device passed the selftest. He was advised to change the infusion set and reservoir and monitor the insulin pump.